Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 428mg/dl and the pump alarmed no delivery during a set change. Customer treated with a bolus. Troubleshooting found that the cannula was not bent and customer was able to prime the device. Troubleshooting indicated that the pump may have been occluded. Customer was advised on proper insertion technique and to change out the entire set and return the infusion set for analysis. No further details given.